Event description:
The doctor noticed the tip of the blade was missing a 4mm x 4mm piece after doing the intubation on a bariatric pt. The device is more than 5 years old. Anesthesia advised that they did not find the piece, but it was definitely not in the pt's trachea or lungs.

Manufacturer narrative:
Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.